Event description:
Device discarded. No photos or videos available. There were no delays. Only the lead went into catheter. During slitting process the deflection cables that allow the deflect became caught in slitter.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, b5, d3, g1, g3, g6, h2, h6 & h11. Corrections: d3 & g1 (corrected integer email address), h2 added (checked box) no product was provided for analysis as it was discarded by the customer. The customer reported resistance was encountered when attempting to slit the catheter halfway down, preventing further slitting. At the end, it was observed that all the internal mechanisms for catheter deflected outside. Procedure was completed successfully with another sheath. There was no adverse event with the patient. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported; however, CAPA-05374 was initiated to further investigate the report of a peeling issue. CAPA issued february 2024 and closed august 2024. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported during implant that resistance was encountered when attempting to slit the catheter halfway down, preventing further slitting. The catheter was re-engaged, and the slitting continued. At the end, it was observed that all the internal mechanisms for catheter deflected outside. The catheter was attempted but not used and replaced. No patient complications have been reported as a result of this event. It was further reported that the catheter hub broke smoothly and the cables that make the catheter bend became caught in the slitter.